Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Only one device was received, lot number leg224. There was a substantial hole on the foil pouch side where labels are placed. Tyvek folder did not have any holes or tears. Mesh sample was examined and found to be very well intact with no evidence of degradation or delamination. That is an indication that noted hole was generated post sterilization. Given the size and shape of the v-shaped tear into foil, and the depth of indentations on the other foil layer of the pouch, the hole is most likely generated by a sharp blunt object. Normal storage and handling should not result in this mode and extent of failure.

Event description:
It was reported that the patient underwent umbilical hernia repair on (B)(6) 2018 and mesh was used. Upon inspecting the packaging of the device, they noticed a hole in the tyvek packaging. The device was not used. The procedure was completed using a like device of the same product code. There were no adverse patient consequences reported. No additional information was provided.